Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). After inserting a battery, unit received with constant battery failed alarm. During visual inspection found moisture damage on the electronics, motor, vibrator, battery connector and corroded battery tube during visual inspection. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on electronics, inside the battery tube and powered the pump on using the battery simulator normally and unit was battery failed alarm noted during testing. Installed electronic assembly to test case and unit power properly and no battery failed alarm noted. Unable to perform displacement, sleep current measurement, active current measurement and self-test due to the constant battery failed alarm. In conclusion, constant battery failed alarm due to corroded battery tube. Unit had cracked battery tube threads, cracked case (battery tube), missing display window cover. The unit p-cap, test reservoir locks in place properly and no anomaly noted. Unable to confirm battery cap damage due to battery cap not come with unit.

Event description:
Information received by medtronic indicated that the insulin pump had cracked battery compartment. The customer stated that battery life was not lasting. Customer also reported replace battery alert and damaged battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.